Event description:
The facility reported a pump with channel a status not working. The condition occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The reported condition of "channel a status not working" was confirmed. Inspection of the pump revealed the "channel a status not working" was caused by an inoperative pump head module (phm) keypad. The phm keypad was replaced in channel a on the pump to correct this condition.